Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient was treated with plaster cast but was not compliant. Patient was implanted with screws on 12/15/2011. It was reported that seven screws broke post-operatively. Patient was returned to the or on an unknown date for removal of hardware. This is 3 of 7 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The dimensions were checked and found to be in compliance with technical drawings of the producer and ao asif specifications. The micro structure of the screw is in compliance with the latest version of the international standard iso 5832 11. When examining the distal fracture surfaces of the screw head, the initial fracture areas and the fracture behavior were identified. A pattern of ripples or fatigue striations were identified. A failure resulting from either a material defect or a manufacturing defect can be excluded.